Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported that a peritoneal dialysis (pd) patient was rushed to the hospital the morning of (B)(6) 2026 for peritonitis and was discharged on (B)(6) 2026. The doctor stated the patient got it two months ago and did not complete the medication for it. This time the medication was stronger. In additional follow-up call, the pd nurse confirmed that the patient was initially hospitalized on (B)(6) 2026 for a suprapubic catheter (not a (B)(6) product) infection. While hospitalized, the patient had a pd culture obtained which revealed growth of corynebacterium species (consistent with a diagnosis of peritonitis). Per the nurse, the patient was received antibiotic therapy during hospitalization (details were not provided). On (B)(6) 2026, the patient was discharged from the hospital and continued pd therapy with the same cycler. However, the nurse confirmed the patient was non-compliant with antibiotic therapy post hospitalization; details could not be provided. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with (B)(6) products in relation to the peritonitis event. Liberty cassette has been discarded; no allegation against product. The nurse indicated that the peritonitis infection was due to patient breach in technique and cross contamination from the patient¿s indwelling suprapubic catheter. Additionally, the nurse confirmed that the patient was hospitalized on (B)(6) 2026 with symptoms of abdominal pain. The nurse confirmed the abdominal pain did not occur during pd treatment. The nurse clarified that peritonitis was ruled out as the patient¿s pd culture (obtained in the hospital) had no organism growth. It was stated the patient received empiric antibiotic therapy (details not provided) until it was deemed the patient did not have peritonitis. It was indicated that the abdominal pain was likely associated with the patient¿s indwelling suprapubic catheter. Subsequently, the patient was discharged from the hospital on (B)(6) 2026. The patient continues treatment with the same cycler. The reported event is related to the use of a suprapubic catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).